Event description:
Patient admitted to ER after a syncope episode. Interrogation at that time showed vvi 65ppm. The device was explanted and replaced and returned for analysis. The device subsequently tested out of specification during mfgr's analysis.